Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis was able to confirm the customer comment that the epg displayed an error code. It was also noted that a white display wire shorted to main printed circuit board (pcb), display wires are pinched and wire insulation was exposed, the output connector assembly was broken, the hanger assembly was broken, one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code. The egp was returned for service. There was no patient involvement. It was further reported that the epg tested out-of-specification during manufacture's analysis.